Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The event was most likely caused by an unknown pre-analytical handling issue which cannot be identified based on the amount of provided pre-analytical data.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable pct brahms (roche) elecsys result for one patient from the cobas e411 rack analyzer. The initial result was 0.056 ng/ml and was reported to the doctor who requested repeat testing of the sample. The repeat result was 37.83 ng/ml which matched the patient's condition. The reagent lot number was 477411. The expiration date was requested but was not provided.